Manufacturer narrative:
Date rec'd by MFR: 13jun2019. Date of report: 17jun2019. The manufacturer's field service engineer (fse) confirmed the issue through a visual inspection. The fse replaced the touch screen. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 03may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the touch screen failed on the v60 device. The unit was not in patient use at the time of the event, and no patient was harmed or involved.